Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the 511sd will not activate(arm). Another instrument was used to complete the case. There was no consequence to the patient.